Event description:
It was reported that the "pump stopped working" 08/01 and the patient experienced increased spasticity. The pump was replaced; the catheter was replaced at the same time, as it was "old". The patient had been receiving lioresal 2000 mcg/ml at a daily dose of 1400 mcg. The patient outcome was reported to be "excellent".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.